Event description:
It was reported that prior to surgery it was discovered that the motor device "had a bad cord and was not cooling down properly". There was no delays to the planned surgical procedure as a spare device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition that the device had a bad cord(hose) could not be confirmed. The unit was tested and stopped running with an e6 error. Therefore the reported condition that the device was not cooling down properly was confirmed. This was due to improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.